Event description:
It was reported that the patient fell in her driveway due to icy conditions following an ice storm. The patient has experienced a loss of therapeutic effect and no stimulation sensation since the fall. Additional information is being requested.